Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to unknown reason. To date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.